Event description:
It was reported that during a lap cholecystectomy procedure, the device ejected the staples but it did not allow to place them. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.